Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014 and later call was disconnected. Patient sought medical intervention via phone on (B)(6) 2014. Doctor advised to take less insulin. No further medical intervention was necessary. Patient uses acetaminophen against user guide recommendations.